Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. The adhesive pad was observed and no damage or abnormalities were found that would contribute to the device not adhering properly. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The adhesive was not secure and came loose, causing the cannula to dislodge from the infusion site. To assist with the adherence of the adhesive pads, the patient uses additional product to secure the pod.